Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the patient was burned which was caused by the light guide being placed on the bed with it being removed from the optical tube. The issue occurred after an adenoidectomy, therapeutic procedure (upon completion of procedure, device no longer used on patient). The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, since the device has not been returned to olympus, no appearance and functional inspections have been conducted. Therefore, the reproduction of the indicated phenomenon that burns occurred on the patient's arm as indicated by the customer could not be confirmed and the root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.